Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a leak in the tubing of a one-link y-set connector which resulted in blood loss during an infusion of an unknown drug. It was reported that the clamp caused an indentation into the plastic which caused the leak. It was reported that the patient experienced a lot of blood loss, further specified as saturating the patient's shirt. The exact amount of blood loss was not reported. Due to the event, the patient was given a blood transfusion as a precautionary measure. No further information was provided regarding the patient outcome. No additional information is available.